Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: evaluation is on-going.

Event description:
Country of complaint: (B)(6). Breakage of screws. Primary surgery: (B)(6) 2014. Revision surgery; (B)(6) 2014. Revision surgery: none. Patient data: unknown. Involved component: none. Operation was delayed over 15 minutes.